Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/13/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the head restraint bracket was damaged. Some screws and the battery partition were also missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 29 (loss of brake connectivity) message. A review of the platform's archive data was performed and found multiple occurrences of ua 29 on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the reported complaint. The reported ua 29 message was also duplicated when the platform was powered on for functional testing. Functional testing could not be performed due to the ua 29 message. Further investigation determined that the pca power distribution board was defective. Based on the investigation, the parts identified for replacement were the pca power distribution board, head restraint bracket, missing screws and battery partition. In summary, the customer's reported complaint of the platform displaying a ua 29 message was confirmed through review of the platform's archive data and was also replicated when the returned platform was powered on for functional testing. The root cause was determined to be a defective pca power distribution board. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 29 (loss of brake connectivity) message. No patient involvement was reported. No further information was provided.